Event description:
Customer reported: when the nurse had tested the tube's cuff, she found that tube's cuff shape was irregular. Customer reported: when the distributor got this tube, she also could see one side of cuff looked larger than the other side. Covidien has attempted to gather further details surrounding the circumstances of this report. Customer confirmed that fault was identified during pretesting efforts. No patient involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.